Event description:
When drain was being removed, rn experienced resistance. Second rn was called in to help and met no resistance, tubing came out without problem. However, upon examination, tubing appeared to be broken of severed. Xray confirmed part of tubing remained in patient's right hip. Dates of use: (B)(6) 2011 - (B)(6) 2011. Diagnosis or reason for use: hip arthroplasty - total hip (right hip).